Manufacturer narrative:
Customer reported interaction number (B)(4). It is unclear what this number is. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding empty lifecare container 100 ml size in which it was stated the preparation for ketamine (batch 50837) was inspected and particulate matter was found in the lifecare container. There was no patient involvement.